Manufacturer narrative:
Concomitant product: product ID 37791, serial # unknown, product type recharger. (B)(4).

Event description:
The consumer reported that their implantable neurostimulator recharger (insr) antenna was damaged. They received a new insr antenna but was still not able to charge the ins. It had been about 3 months since the patient was last able to successfully charge the ins. The indication-for-use (IFU) was dystonia. If additional information is received, a follow-up report will be sent.